Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a navigation ring failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) ordered a nav-ring to replace. Upon availability of the component, the philips asp replaced the front bezel with the nav-ring to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened a supplemental report will be submitted.